Manufacturer narrative:
(B)(4). Incorrect information was provided in the initial MDR. It is unknown at this time if this report for a connection issue can be confirmed. The root cause is unknown at this time. A follow-up MDR will be submitted after the completion of the investigation, or if additional information is received.

Event description:
The customer contacted baxter's service center regarding a check supply line alarm which occurred on the homechoice (hc) during prime. The technical service representative (tsr) assisted the home patient (hp) with starting over using new supplies. The hp said one of the bags fell off of the tubing. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) spoke with the nurse on (B)(6) 2012. She stated that the patient had not contacted her about this event, but that the patient's therapy has been going well since. There were no adverse effects reported in relation to this incident. Baxter is currently attempting to acquire further information regarding this event.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. This complaint for a report of a connection issue could not be not be confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the suspected use error in this complaint.